Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level exceeded safe limits, as indicated by a high reading on the cgm. To address this, the customer performed a correction injection via mdi and changed the infusion set and cartridge before resuming insulin administration. There was no assistance required from a third party. A pump system check was scheduled to be completed by technical support for further resolution.